Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "technical complaint of a powerpicc double lumen 5fr x 55cm peripherally inserted central catheter." No other information was provided. Additional information received 5/15/2024: it was reported by the customer "during the catheter insertion procedure, leaking was observed in connection of the track and the catheter body. A drop of air was also observed in the serum when the catheter was serolized. There was no harm."

Event description:
It was reported by the customer "technical complaint of a powerpicc double lumen 5fr x 55cm peripherally inserted central catheter." No other information was provided. Additional information received 5/15/2024: it was reported by the customer "during the catheter insertion procedure, leaking was observed in connection of the track and the catheter body. A drop of air was also observed in the serum when the catheter was serolized. There was no harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. Three photographs of a 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a red rectangle was drawn around the junction of the red extension leg and the molded joint. No damage could be seen in this area or anywhere on the catheter in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.